Event description:
It was reported the patient experienced a lead fracture. In turn, the lead was explanted to address the issue.

Manufacturer narrative:
Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete event, patient and device information. Date of event is estimated. A case of lead fracture was reported to abbott. The event comes from historic data that has been made available from the hospital. The lead and associated devices in question were not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered could not be conclusively determined.